Manufacturer narrative:
Service was not dispatched as there is no evidence of a system malfunction. The difference in results of 1.8 mg/dl is excessive for a total allowable error of 1.0 mg/dl but not for the customer's quality control (qc) standard deviation (sd) of 2.0 mg/dl. Quality control (qc) and reagent calibration was reviewed prior to and after the incident and was consistent except for occasional low qc results for level 1 control, target 5.9 mg/dl, and a coefficient of variation (cv) of 6%. Level 2 control recovered a mean value of 9.86 and was consistent over thirty (30) days with a cv of 1%. Level 3 control recovered a mean of 12.89 with a cv of 3.8%. The customer's target standard deviation (sd) for level 1 qc is 0.5 mg/dl and cv of 8%. For level 2 and level 3 qc, the standard deviation is 2.0 or 20% and cv of 16%. The customer's qc ranges provided are not sufficient to keep calcium in control within clinical laboratory improvement amendments (clia) performance of +/- 1.0 mg/dl for total allowable error. A definitive cause of the incident is unknown.

Event description:
The customer reported an erroneously elevated calcium result, for one patient, involving au400 clinical chemistry analyzer. Subsequent testing of the patient sample with a new reagent and calibration recovered a lower result within the normal reference interval and correlated with a previous calcium value. The customer indicated all calibration factors from (B)(6) 2012 were similar. The erroneous result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this incident.